Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings:a review of the black box showed the data from the date of the complaint was unavailable. The black box did show unusual fluctuation in the voltage which resulted in a replace battery alarm. The battery compartment was cracked above and below the bumper pad. Corrosion was found in the battery compartment. The battery cap was not returned. A test battery cap was able to attach to the pump and power it on. The current draws measured within specifications. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of internal moisture. No loose components were found inside the pump. The battery life issue was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.